Manufacturer narrative:
Report 1 out of 2. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Age: (B)(6). In mental status anemia.

Event description:
It was report that during a normal saline drip wide open which was in use for 10-15 minutes via gravity the tubing at y-port was disconnected and leaked out. It did not reach the patient. The patient involved was somnolent and not moving around. It was not pulled apart by the patient or by the placement. It was noticed by the nurse and was resolved right away. Another tubing was used, but it was noticed that it was apart when the bag was opened. The disconnect was at the piece of tubing connecting to the safety clamp device. Patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.